Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the right crossbrace has broken toward the weldment where it attaches to the seat rail.